Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that technical services (ts) assistance was requested to place this cardiac resynchronization therapy defibrillator (crt-d) in magnetic resonance imaging (MRI) protection mode. Upon review of device data, out-of-range left ventricular (lv) lead pace impedance measurements were noted. The patient was referred to cardiology for further lead evaluation. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.